Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Review of evidence submitted by the field indicated that the noise on the channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that during a system implant procedure, this implantable cardioverter defibrillator (ICD) exhibited noise with oversensing consistent with air bubbles in the header. The lead was removed and re-inserted into the header during the procedure, and there were no further issues. This device remains in service. No adverse patient effects were reported.